Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device could power on using the on/off button. Stryker determined the cause of the reported issue was the lid switch, designator sw5. Stryker archived the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.